Manufacturer narrative:
Novocure¿s medical opinion is that the possibility that carrying the optune gio device may have contributed to the back pain cannot be ruled out. Back pain was reported with optune gio device use in ef-11 and ef-14 trials (ef-11 2% and 10% ef-14 optune arm).

Event description:
A 62-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient's caregiver informed novocure that the patient was admitted to the hospital for rehabilitation due to recurring back pain. On (B)(6) 2026, it was noted that the back pain was exacerbated by optune gio device use. The back pain was reported to have been present prior to initiation of optune gio therapy. The patient remained on optune gio therapy. Attempts were made to contact the prescribing physician; however, no response was received to date.